Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was an iris too large error during a procedure was pt involvement, therefore, this malfunction may have resulted in a possible aro. There is no report of injury or death associated with the event described in this complaint.